Event description:
Boston scientific received information that after an implant procedure, the patient with this implantable cardioverter defibrillator (ICD) woke up and began hiccupping. The device was checked and no diaphragmatic stimulation was observed and an x-ray revealed that the device and lead remained in their original position. Upon the patient waking from the procedure the patient's blood pressure dropped. Left ventricular (lv) offset was changed on the device to try and improve the patient's blood pressure. No change in the patient's condition occurred. The patient's cardiac output dropped and there was electromechanical dissociation. Cardiac pulmonary resuscitation (CPR) was administered, with the patient recovering, following norepinephrine. The device's mode was changed to improve output without ventricular pacing. After the change the patient decompensated again when the anesthetist tried to exuviate and CPR was again given along with further ionotropic drugs. The patient's cardiac output improved and heart rate remained approx 85-90bpm. The device was set to monitor and therapy. No additional adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient had their device turned on and will be discharged from the hospital in the near future. The device was checked and all measurements are within normal range. No adverse patient effects were reported.